Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during laparoscopic inguinal hernia repair procedure when the device was deflated the sleeve broke off the device. It was also reported that the patient did not experience and adverse event as a result of the device malfunction.